Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no air/water flow after second use of the device. Inspection and testing of the returned device found the nozzle unit was clogged by foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle unit ws clogged by foreign material. Additionally, the following observations were made during the evalution: due to clogging of nozzle, the water supply volume did not meet the standard value. Due to clogging of nozzle, no air was fed and the adhesive on bending section cover (a-rubber) was a cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.